Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the patient line. Customer was unable to load a new cartridge due to being out of supplies; therefore, resorted to manual insulin injections for insulin therapy. Customer's blood glucose was 262 mg/dl.